Manufacturer narrative:
The ventilator was investigated on site and an o2 gas module and an air gas module was replaced and returned for investigation. The reported alarms for o2-concentration high were not reproduced during test of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs and on pictures from the event. We could trace back the reported problem to (b)6), therefore the date of event was determined as (B)(6) 2017. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that while the ventilator was connected to a patient, the o2 concentration was fluctuating and an alarm was generated. There was no patient harm. (B)(4).